Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.